Event description:
Procedure: colectomy functional end to end anastomosis. Customer states: while removing bowels outside the patient's body, surgeon fired with the articulated cartridge loaded to I-drive. Then, the blade spring was protruded from the hinge of the cartridge. Surgeon stopped using it and replaced with a manual handle. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm. No further incident. No reinforcement material used.

Manufacturer narrative:
(B)(4).